Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had motor error and motor encoder position error for the several times. Customer¿s blood glucose was unknown. Customer stated that drive support cap was intact. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. Device passed displacement test, rewind test, basic occlusion test and prime or a33 test. E70 error alarm was not confirmed in the history file due to overwritten history file.